Manufacturer narrative:
On december 11, 2019 immucor performed an antibody screen qc on an echo lumena using retention capture-r ready indicator cell lot number 221442 with capture-r ready-screen 3 lot number r109. Controls performed as expected. Retention product performed as expected. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative screen and ID results on the echo lumena instrument.